Event description:
Per report rece'd from the affiliate: during an interventional procedure, the product (cyper select 3.50 x 33mm) stent shaft broke. When the product was rec'd for analysis, the shaft was intact; however, the proximal struts of the stent were uplifted. This male pt was admitted for coronary intervention of a long lesion in the lad, the lesion was predilated prior to advancing the stent. While advancing the cypher 3.5 x 33 delivery system the physician experienced some resistance. He applied force to advance the sds and the shaft broke and separated near the hub. The device was removed from the system and the procedure was successfully completed using a 3.5 x 32mm taxus stent. There were no reported pt injuries. When the device was rec'd for analysis, the shaft was intact and without any signs of damage; however, the proximal stent struts were uplifted. An investigation into this event is currently ongoing. Additional info will be submitted within 30 days of receipt. Note: device is not distributed in the us; however, it is similar to us product.